Event description:
Related manufacturer reference number: 3006705815-2022-01043. It was reported after surgery on (B)(6) 2022 the patient began to shake in the recovery bay. Patient is doing better now.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.